Event description:
Contact reports the cervical plate was implanted without event. Pt x-rays were fine at 3 month follow up. At 6 month follow up, x-ray shows one screw back out of the plate and one screw broken. Surgeon removed the screws in question and replaced with new screws. Device #2 see also: 1526439-2008-00104.

Manufacturer narrative:
Two screws were returned. One is broken (lot ahhbdt) approx. Three threads down from the screw head. The lot number on the screw that backed out cannot be read due to material displacement. Visual examination of the screw heads found displaced material due to having been locked by the cams. Based on the material displacement, it appears that the screw that backed out had pulled out of the cam lock. No conclusion can be made at this time. Loosening and breakage are listed as possible adverse outcomes in the IFU supplied with the device.